Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06352. It was reported the patient's scs system stimulation changed. X-rays taken indicated the left-positioned lead migrated. Surgical intervention is planned for a later date as the next course of action to address the issue. As it is unknown which lead is the left-positioned lead, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06352. Additional information received identified the patient's left-positioned lead was explanted and replaced. Effective stimulation was reportedly restored postoperative. As it is unknown which lead was the left-positioned lead, all lots are being reported as explanted.